Manufacturer narrative:
This is one manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021-0357. (MDR# 2021-09537-02). The sapien 3 ultra valve (23mm) was not returned for evaluation. The device history record (DHR) was reviewed for work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of the work orders was performed and revealed no other complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During incoming inspection of the components, the valve frames are: 100% dimensionally and visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. No imagery was provided. The instructions for use (IFU) for the commander delivery system with sapien 3 ultra valve (s3u), device preparation and procedural training manuals were reviewed. Per IFU precautions for the commander delivery system: do not use the valve if the tamper evident seal is broken, the storage solution does not completely cover the valve, the temperature indicator has been activated, the valve is damaged, or the expiration date has elapsed. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed. There were no IFU/training deficiencies identified. Since the complaint for "general risks - failure - frame damage" was unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event. There was no evidence of product non-conformances or labeling/IFU inadequacies that were identified in the evaluation. The risk of difficult or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or unable to navigate catheter through anatomy. As reported, "the [first] system and sheath were removed and a new 14fr esheath and 23mm ultra valve was advanced through the esheath and still meeting extreme resistance. Once again a lifted valve strut was viewed along with a perforation of the right external iliac artery." Per training manual, "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, it is possible that the valve strut interacted with the sheath during the delivery system advancement through the sheath, leading to resistance. In such condition, if excessive force was applied to manipulate the device, it could result in bent valve strut. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective and preventative acton has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for "general risks " failure " frame damage" was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and corrective and preventative action (CAPA) has been initiated to capture further investigation and corrective/preventive action activities. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, the user encountered resistance when trying to advance a 23mm sapien 3 ultra valve through the esheath. While continuing to advance the delivery system, a lifted valve strut was noticed along with a perforation of the right external iliac artery. A covered stent was used to repair the perforation of the right external iliac artery. A new esheath was used, the right external and right common iliac was ballooned to fully expand the covered stent and advance the esheath. A new s3u valve and delivery system was used to successfully deploy the valve. Patient was released home and reported to be doing well.